Event description:
It was reported that a person who works for a small neurological company of an unknown name was in an interventional procedure and noted there was slight difficulty with the removal of an emboshield nav 6 device. The event was further investigated and the physician stated that although there was slight difficulty with the removal of the emboshield nav 6, there was no device issues, no patient impact, and no follow up needed with this event. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.